Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient status was good.